Event description:
The physician reported that the patient was seizure free. No further relevant information has been received to date.

Event description:
In the physicians notes, it was indicated that the patient's parents reported that since the patient's device was disabled 13 years ago (2006) that the vns would shock him every time he walked into a (B)(6) which made him have a seizure. As a result, the patient's parents wanted the device removed. Review of the manufacturer's programming history found that the patient's device was still enabled in 2010. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.